Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was currently in the hospital for pneumonia. The patient needed to do deep coughing but when the patient did their stimulator was shocking them. The caller reported that about 10 years ago the patient's daughter hit patient with their controller and turned stimulation on but the manufacturer representative turned the stimulator off. The patient no longer had the controller.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.